Manufacturer narrative:
Citation: blumenstein j et al. Challenges of coronary angiography and intervention in patients previously treated by tavi. Clin res cardiol. 2015 aug;104(8):632-9. Doi: 10.1007/s00392-015-0824-5. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding challenges of coronary angiography (ca) following transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2011 and 2014. The study population included 35 patients (predominantly female; mean age 83 years), 10 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients, a total of 10 ca were performed during the same hospital stay after tavr due to electrocardiogram alterations, elevated cardiac enzyme levels, or hemodynamic depression. Delayed ca was performed (at a mean of 233 days post-tavr) for 8 coronary stenosis or occlusions and 1 myocardial infarction. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. Among patients who received a medtronic corevalve there were issues noted: severe aortic valve regurgitation and hemodynamic depression requiring a second valve implant, and difficult intubation coronary arteries using standard catheters often impacted by a malpositioned (too high or too low) valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.